Event description:
Event description guidant received information that during a device replacement procedure, this transvenous implantable lead exhibited elevated and out of range shock impedance. All other measurements were normal.